Event description:
It was reported that during an embolization of an ileolumbar bleed the physician introduced multiple coils into area of treatment through a catheter as well as a gel foam slurry. After successfully deploying three coils and gel foam the physician then attempted to deploy a coil and when attempting to reposition it in the catheter noticed the physician had no push ability and coil would not move (approximately 25% of coil still in catheter). When attempted to pull the coil out it began to stretch out and "appeared to break near the detachment zone." The coil became loose and was retrieved with a loop retrieval device and was removed with no consequence to the patient. Physician confirmed that the remainder of the coils came out with the catheter on the back table. No patient harm was reported, and patient was stable at the end of procedure (estimated blood loss <250cc).

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
The reported complaint is confirmed. The investigation of the returned coil system found the implant returned separated from the pusher with severely stretched coils at the proximal section. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.